Event description:
Reporter stated that the surgeon was attempting to insert a competitor's intraocular lens with a sfc-25 fp cartridge and a indigo-p injector and the haptic tore. No patient injury occurred from this event. The reporter stated that the event was caused by a loading error.